Event description:
Ibc, spoke with pt, she said she is having some trouble with her ms3 pump. She was able to load the cartridge and filled the cartridge and when she started the pump, under the main menu, she could not find "start delivery" option. Advised pt to re-start all over again while I'm on the phone. I walked her through step by step and the same thing happened. She said she has other two old pumps that she hasn't sent back to cvs yet for maintenance. Advised to grab one of the pumps and we started the process all over again from the beginning. This time, under the main menu, there's the "start delivery" option that was absent from the other pump. Transferred call to (B)(6) psr to schedule delivery of replacement pump. Advised pt that we are also sending a return box for the defective pump. Therapy was not interrupted during the troubleshooting. No other info provided. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.